Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported clinical observation as analysis identified a connector fracture. The fiber was received in one piece with no fiber body anomaly. Visual analysis of the device revealed that the fiber tip was degraded. Laser fibers are consumable devices and expected to degrade with use. Analysis identified there was no light exiting the connector face, indicating a connector fracture. The functional testing revealed there was no aiming beam. The console displayed a message that read: error 65 sis fault: restart system if error repeats, replace fiber. Resume. The observed condition of no light exiting the connector may be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, error 65 sis (stranded insulated switch) fault was displayed during the analysis. The sis is the fiber secure identification system. It is likely that the identification system in the fiber was faulty, which contributed to the reported issue. Furthermore, the IFU states: hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber had no energy output and was found to be black when using a light meter. The procedure was completed using another fiber without patient complications. Analysis of the returned device identified a fractured connector.